Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 7.5, >7.5. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, doctor reduced patient's coumadin dose.